Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radiculopathy and spinal pain reported on (B)(6) 2016 they were in a lot of pain, too much discomfort, and a loss of therapy. The consumer contacted their healthcare provider (hcp) who told them to contact the manufacturer's representative (rep) for reprogramming. The consumer contacted the rep. Regarding reprogramming but hadn't heard back yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.